Event description:
Related to: (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip melted and peeled back.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 25161890, 25162320, and 25162506 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a